Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and cracked; in addition, it was reported that the user could not read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission 09/12/2016. The device has been returned and evaluated by product analysis on 08/19/2016 with the following findings. During investigation, multiple scratches were found on the display lens. The pump was powered on to a dim orange display. Unrelated to the original complaint, cracks in the battery compartment were found on the left side and above the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.